Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the right device and capsular contracture baker grade I. The device has been explanted.

Event description:
Capsular contracture baker grade I is not serious and not reportable.

Manufacturer narrative:
Clarification h6 - previous medwatch submission reported capsular contracture. Upon further review it was noted that capsular contracture grade 1 is not serious and not reportable.